Event description:
Pt had a left renal artery stenosis, upon angiogram. A 6 fr. Cook ansel 3 sheath was placed in the left renal artery. The stenosis was long and it was decided to only pta the ostium then primarily stent the distal and mid lesions with zilver stents. Following zilver placement (without difficulty) and delivery system removal (with difficulty) an extensive mid and distal renal artery dissection was present in areas of the artery not previously angioplastied. Next, a 7x30 zilver stent was placed, again with difficulty in removing the delivery system. Dissection and extravasation was now present from the mid renal artery. Next, a boston scientific express sd 6x14 was placed. After arteriogram, there was still dissection and extravasation. A prolonged renal artery balloon occlusion did not elimate the extravasation. Therefore, the renal artery was intentionally coil occluded. The patient experienced moderate axotemia but the creatinine recovered without hemodialysis.